Event description:
During insertion, the doctor places the piv in the ij and then passes the soft j-tip wire through the catheter into the ij. Upon insertion, resistance was met , and the wire pierced through the side of the piv. The doctor quickly noticed this and removed the catheter to prevent it from sheering into the patient. On the second attempt (documented in MDR# 9680794-2019-00161), this happened again. On her third attempt she used another device and was able to complete insertion.

Manufacturer narrative:
(B)(4). The customer returned one introducer catheter and product lidstock for evaluation. Visual examination of the catheter revealed one small hole adjacent to the luer hub. The hole was frayed outwards and had smooth edges, indicating that the catheter came in contact with a sharp object (needle, scissors, scalpel, etc). The outer diameter of the introducer catheter measured to be 0.0451" which is within specifications. The inner diameter measured to be 0.031" which is within specifications. This indicates that the wall thickness measured as expected. A lab inventory guide wire was able to pass through the returned introducer catheter with minimal resistance. The returned introducer catheter was flushed using a lab inventory syringe. When the plunger was depressed, water leaked from the hole adjacent to the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus." The customer report of a damaged catheter was confirmed by complaint investigation of the returned sample. The introducer catheter contained a small hole adjacent to the luer hub with damage caused by contact with a sharp object. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
During insertion, the doctor places the piv in the ij and then passes the soft j-tip wire through the catheter into the ij. Upon insertion, resistance was met , and the wire pierced through the side of the piv. The doctor quickly noticed this and removed the catheter to prevent it from sheering into the patient. On the second attempt (documented in MDR# 9680794-2019-00161), this happened again. On her third attempt, she used another device and was able to complete insertion.